Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement and a residue buildup present. The unit needed new components added to replace worn internal parts. The device is over seven years old (manufactured in 2007). The reported complaint was confirmed via inspection of the unit. The teeth showed a lot of wear, lock required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI #: (B)(4).

Event description:
A customer reported that the teeth of the a1059 mayfield modified skull clamp were worn. There was no patient involvement or surgery delay.